Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness, a fall and chest tightness. The right ventricular (rv) lead exhibited unstable impedance, short v-v intervals and crosstalk. It was reported that both the right atrial (ra) lead and rv lead exhibited lead fractures due to crush, oversensing, and mirror image noise. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead exhibited low impedance and the right atrial (ra) lead exhibited far field r-wave (ffrw). Lead-on-lead noise was noted. It was further reported that both the rv and ra lead issues were resolved when the patient's generator was replaced.